Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The reported symptom was not found related to the reported instrument. It is possible that the wrong part was returned for this complaint. Visual inspection was conducted, and no issues were identified. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not open. The procedure was completed with no reported injury.